Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged inaccurate high results. The reporter claimed obtaining blood glucose results of ¿always higher than ot ultra meter¿ with a verio iq meter and ¿always lower than verio iq meter¿ on another meter, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.